Event description:
It has been reported to philips that the allura system did not start up successfully, it got stuck at 00:00 and there was no flexvision display. The system was not in clinical use. No harm has been reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc, hard disk and installed the software. After replacement of the flexvision pc, hard disk and installation of the software, the system was returned to use in good working order.